Event description:
During procedure, it was noted that the loaner holmium laser's fan was intermittently going on and off. Sales rep attempted to troubleshoot the problem without success. Dr completed the case without any incident. Patient transferred to pacu in stable condition.